Event description:
It was reported that the tandem mobi pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer switched back to using the t:slim pump, for insulin therapy.